Manufacturer narrative:
An internal biomérieux investigation was performed for the customer due to a report of a false positive cefoxitin screen (oxsf) result for a strain of staphylococcus aureus from patient isolates, associated with vitek® 2 system v8.01 software, and vitek® 2 ast-p611 and vitek® 2 ast-p580 cards. Identification was confirmed for the customer's strain as staphylococcus aureus with 99% probability, using the vitek® 2 gp card (lot 2420822203), for identification of gram-positive organisms. The following reference methods were used to determine the intended result: · pcr meca/mecc to check the absence of (B)(6) strain (assay lbmsc-ast-90). Result - pcr meca/mecc negative for both strains. · kirby-bauer cefoxitin (fox kb), reference method used for cefoxitin screen test with clsi diameters breakpoints used in development [>= 22 mm s ; <= 21 mm r] result - diameter = 26 mm, susceptible (s). · agar dilution (ad) method used for oxacillin development (formulation ox101n) on ast-p611 & p580 cards result - oxacillin (ox) minimum inhibitory concentration (mic) = 0.25 mg/l, s. The customer's staphylococcus aureus strain was confirmed by pcr meca/mecc to be negative, confirming a (B)(6). The cefoxitin disk diffusion result for the customer's strain was susceptible. Antibiotic susceptibility testing was performed using the vitek 2 system software version v08.01, and vitek 2 ast-p611, vitek 2 ast-p580 cards. The advanced expert system (aes) parameters were set for: global european based + phenotypic. Two ast-p611 card lots (customer lot, cl: # 4910789403, and a random lot, rl: 4910876403), and two ast-p580 card lots (customer lot, cl: 3600886103, and a random lot rl: 3600850203) were each tested. Columbia agar with 5% sheep blood was used to subculture. The ox results for each lot of the ast-p611 card yielded an mic <= 0.25 mg/l, s. The ox results for the ast-p580 card yielded an mic <= 0.25 mg/l, s for the customer lot; and an mic = 0.5 mg/l, s for the random lot. These ox values are within essential agreement (<1doubling dilution) compared to the reference method mic (0.25 mg/l, s) without any category error. The results confirmed negative oxsf tests for each of lot of the p611 and p580 cards tested. The negative oxsf tests correlated with the susceptible cefoxitin disc diffusion results (fox kb s). In conclusion, the customer's positive oxsf results were not reproduced internally. Those positive results are in agreement with the reference method. The vitek 2 cards are performing as expected.

Event description:
A customer in (B)(6) reported a false positive cefoxitin screen for a staphylococcus aureus strain in association with the vitek® 2 ast-p580 test kit. The customer stated the patient strain was initially cefoxitin screen positive with the ast-p611 card. Repeat testing was performed using the ast-p580 card which was also cefoxitin screen positive. The strain was pbp2a negative indicating this strain was not (B)(6). There was a delay greater than 24 hours for repeat testing. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.